Manufacturer narrative:
Evaluation summary: a number of the proximal stent wraps were bunched and overlapping. Crimp impressions were visible on the exposed balloon surface. A number of struts were partially deformed and overlapping. No damage visible to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous lesion exhibiting 90% stenosis. No damage noted to device packaging or issues were noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was performed successfully. The lesion was pre-dilated . During the procedure resistance was encountered during delivery and excessive force used. It was reported that the device failed to cross the target lesion because of lesion morphology; the physician replaced the stent with a non-mdt device. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.